Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip device were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, prior heart surgery, atrial fibrillation. Complications reported included stroke, bleeding, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: article title "direct oral anticoagulants versus vitamin k antagonists after mitral valve transcatheter edge-to-edge repair in patients with atrial fibrillation_ a single-center observational study".

Event description:
The article "direct oral anticoagulants versus vitamin k antagonists after mitral valve transcatheter edge-to-edge repair in patients with atrial fibrillation: a single-center observational study" was reviewed. The article presented a retrospective single center study, to evaluate direct oral anticoagulants versus vitamin k antagonists after mitral valve transcatheter edge-to-edge repair in patients with atrial fibrillation. Devices mentioned include mitraclip and a non-abbott device. The article concluded that direct oral anticoagulants may offer comparable efficacy and safety to vkas in preventing thromboembolic events following m-teer in patients with atrial fibrillation. Further randomized trials are needed to confirm these results and establish optimal anticoagulation strategies in this patient population. [The primary author and corresponding author was jan-hendrik schipper at university hospital cologne institution with corresponding email jan-hendrik.schipper@UK-koeln.de]. The time frame of the study was november 2012 to april 2019. A total of 206 patients were included in this study, of which an unknown amount of patients received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included hypertension, diabetes, prior heart surgery, atrial fibrillation. (B)(6), unk mitraclip: peri- and post-procedural complications include stroke, bleeding, death.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.